Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl due to malfunctioning infusion sets; the patient's entire box was not working. The patient changed her infusion set and her blood glucose began to decrease. Her blood glucose at the time of call was 173 mg/dl. The insulin pump was not returned for analysis.